Event description:
A ventilator was returned to a third-party service center for service due to a complaint that the "unit will not start". There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, the device's system board, blower assembly, proportional valve (aecm), 3 way solenoid valve, machine flow sensor, muffler assembly were found to be defective and were replaced to address the issue.